Manufacturer narrative:
The device remains implanted post-mortem. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. In addition, the site reported that they believed that the vad did not contribute to the reported even to or patient outcome. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In many cases, it may be unclear which one of the failing organs was the principal cause of death or if death was the result of the interaction of the failure of several organs. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Right heart failure and multi-system organ failure are known potential complications associated with all patients implanted with vad's. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical engineer that this patient was admitted to the hospital after experiencing right heart failure (rhf). A percutaneous right ventricular assist device (rvad) was inserted for right ventricular support. Shortly afterwards, the patient suffered a hemorrhagic stroke and lost movement of the left side. Three weeks later, the patient suffered a second stroke. The rvad was subsequently removed due to clotting issues. The patient was reported to have expired on (B)(6) 2016. The family declined an autopsy, and the device remains implanted post-mortem. The peripherals were disposed of by the site. The clinical team reported that the cause of death was related to multisystem organ failure (msof). They did not believe the death was related to the device. No further information was provided.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Per additional info received this was the patient's initial date ((B)(6) 2016) of admission to the hospital. Computerized tomography (CT) head scan results from (B)(6) all confirmed a hematoma on the fronal lobe. The medical team also reported that the do not believe the reported event to be related to a malfunction of the device. No further information was provided heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.